Event description:
It was reported that during device testing conducted at the manufacturer facility the trigger was able to be depressed while in the safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Through the service process, it was identified that the device was disassembled for maintenance and the locking cam was not reassembled prior to functional testing, allowing the trigger to be depressed in safe mode.

Event description:
It was reported that during device testing conducted at the manufacturer facility the trigger was able to be depressed while in the safe mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.